Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450: additional codes: g02027. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a procedure. It was reported that while preparing to take 2d shots, the image acquisition system (ias) pendant unexpectedly displayed "initializing system, please wait." Site reboot the system. The site disconnected the ias and mobile view station (mvs) and powered each on independently. Site reconnect the ias and mvs once both were powered on all the way. The ias pendant switched from "initializing please wait" to "standalone mode." After about a minute, the standalone mode message cleared and the pendant indicated the system was ready to take 2d shots. The site had already proceeded with the case by this point, but still planned to use the system for confirmation shots at the end of surgery. There was no reported impact to the patient outcome. No additional information was provided.

Manufacturer narrative:
(H3, h6) medtronic representative went to the site to test the imaging system and checked 5v at powersupply ps1, checked all functions. Could not duplicate issue. System operates as expected. B01, c19, d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.